Event description:
A sales representative visited a hospital customer. The sales representative discussed a case with a physician regarding a patient who reportedly was using an 18 fr. Release nf foley catheter inserted during a visit to the emergency department. The physician stated the patient returned several days later to have the catheter removed. The physician stated the catheter could not be removed and placed the patient under anesthesia prior to removal of the catheter. The physician stated no surgical procedure was needed to remove the catheter and that the catheter had a cuff in the deflated catheter balloon. A nurse who assisted the physician with the catheter withdrawal stated in a subsequent conversation with the sales representative that the removed catheter had a cuff in the deflated catheter balloon. The nurse also stated the catheter was discarded after it was removed.